Event description:
It was reported that damage occurred with a cathena 22gx1.00in winged bc. The following information was provided by the initial reporter, "we are continuing to have issues with catheters disconnecting and having to be replaced when they clot. We are currently using lot 8116294, and I've had several complaints related to this particular lot. We are noticing that the catheter stylets seem to be very dull, and it is requiring multiple attempts to place a catheter. In some cases it has required multiple limbs and multiple technicians, and they have still not been successful with cathena, but get it in instantly with an insyte. The 22g x 1" seem to be the major issue but are also the ones we are using with most regularity."

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that damage occurred with a cathena 22gx1.00in winged bc. The following information was provided by the initial reporter: "we are continuing to have issues with catheters disconnecting and having to be replaced when they clot. We are currently using lot 8116294, and I've had several complaints related to this particular lot. We are noticing that the catheter stylets seem to be very dull, and it is requiring multiple attempts to place a catheter. In some cases it has required multiple limbs and multiple technicians, and they have still not been successful with cathena, but get it in instantly with an insyte. The 22g x 1" seem to be the major issue but are also the ones we are using with most regularity."